Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, low level, high frequency noise that was inhibiting pacing was seen on stored egms. Abbott technical support discussed the possibility of myopotential oversensing and discussed to perform programming changes. The patient will be monitored with routine follow-up. Additional information was requested but has not been received. No further information is available at this time.